Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient called their doctor and was diagnosed with blood glucose (bg) values that reached over 400 mg/dl. For treatment, the patient was given a prescription of fluconazole of 150 mg for 1 tablet. The pod was worn between 24 and 36 hours on the leg.